Event description:
The healthcare provider reported that the viality unit loss of fat through the tray into the waste cannister. This was noticed after the clap was removed to suction out fluid after auraclens. A new viality unit was required to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient age was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.